Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapies due to oversensing. The lead was explanted. The patient was stable.

Manufacturer narrative:
External insulation abrasion as noted at 7.4-9.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating and inner lumen were abraded at this location. This is consistent with the observation from the field of oversensing and inappropriate atp therapy.